Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if these are sutures that had the needle pull off during this patient procedure? Every strand of prolene included in the product returned, regardless of lot number, was likely part of the product complaint. Please clarify if we may replace 5 of the 6 reported with lot tlbhjc with the lots received (tjbhtz & thbdld ) you may replace 5 of the 6 reported with lot #tlbhjc with lots tjbhtz and thbdld. And also to add the additional samples as pulling off (stratafix spiral)? Please ignore the stratafix and v-loc strands that were included. Lastly, please ask the customer if they would like to receive the 2 needles suture pieces that are not ethicon product (code vl0cl0346). No need to send back the v-loc strands. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: around 6 strands of suture had their needle pop off when passing through the robotic 8mm trocar. Dr. Claimed that the needle has never popped off in the past. Was surgery delayed due to the reported event? --> unknown, action taken when event occurred? --> another strand of prolene was opened and used, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, addditional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. It was reported surgeon had 6 prolene sutures 8423h of lot: tlbhjc pulled off during robotic procedure. However, what was received does not match, 11 suture products were received: -lot tlbhjc 1 needle and one suture -as reported -lot tjbhtz 3 needles and 3 sutures -lot thbdld 4 needles and 3 sutures -1 needle suture piece that appears to be stratafix spiral undyed -2 needles suture pieces that are not ethicon product (code vl0cl0346). Please clarify if these are sutures that had the needle pull off during this patient procedure? Please clarify if we may replace 5 of the 6 reported with lot tlbhjc with the lots received (tjbhtz & thbdld ) and also to add the additional samples as pulling off (stratafix spiral)? Lastly, please ask the customer if they would like to receive the 2 needles suture pieces that are not ethicon product (code vl0cl0346). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a robotic ventral hernia repair on an unknown date in 2024 and suture was used. Strand of suture had the needle pop off when passing through the robotic 8mm trocar. New one was used to complete the procedure without patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. One detached needle and one suture outside its packaging that pertained to product code was returned. During the visual inspection of the detached needle, the swage and attachment area were noted with a light swage. The barrel hole was examined under magnification for suture remnant, and none was observed. The suture end was examined and there isn¿t sufficient impression at the insertion mark. Based on the information currently available, iight swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.